Manufacturer narrative:
The investigation of ventricle perforation has been completed. Ventricle perforation: clinical details state that echocardiogram noticed effusion after transfer to intensive care unit post impella implant. Patient was taken back to operating room for pericardial window. Perforation was found at the apex of the heart with some darkened necrotic tissue identified. Later, the physician reviewed films and stated there was a silhouette sign behind the heart showing the patient had an effusion prior to impella placement. Methamphetamines was listed as a contributing factor. Product was returned and evaluated. There was evidence of a cannula kink found. No other abnormalities were found. Data log review did not show any abnormalities with positioning. There was no issue found with the impella during the case as the clinical details state that the perforation was present prior to impella implant according to review of imaging. The device functioned/operated to specification. D9 device returned to manufacturer date added.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿

Event description:
The user facility reported that an impella cp was placed on a patient and percutaneous coronary intervention was completed. The patient was taken to the intensive care unit post case. An echocardiogram noticed effusion. Emergent intubation and pericardial drain was placed with 180 cubic centimeters of blood removed. Once the blood was removed, pulsatility returned. The patient was taken back to the operating room for pericardial window. At this time, upon transesophageal echocardiogram (tee), heart function was improved but apex was akinetic. Pericardial window was completed. Once the drain was placed, the physician removed the impella cp as the heart had recovered. Once the removal was completed, a large blood formation around the heart was identified on tee. The physician returned to open the chest and explore where the blood was coming from. A perforation was noted at the apex of the heart with some darkened necrotic tissue identified. The hole was patched and the patient¿s chest closed. Post case, the physician reviewed films and stated there was a silhouette sign behind the heart showing the patient had an effusion prior to impella placement. The patient survived the procedure.